Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported there was a confirmed motor stall and motor stall recovery recorded in event logs. The motor stall was caused by patient having magnetic resonance imaging. The patient had an MRI last night. The pump was read this morning and there was no recovery on the logs. It was read again and then the recovery was noted. The hcp heard the pump alarm in the MRI, but the patient did not hear it alarm last night post MRI. The patient is doing fine with no symptoms. The patient recovered without permanent impairment. The pump was delivering dilaudid.